Event description:
The iab catheter leaked approximately 24 hrs post insertion and was removed. The pt remained stable and did not require a replacement balloon. (Event complications: none from the event- reported 10/24/97.) (Pt's current status: unk- rpt'd 10/24/97.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/15/98).